Event description:
The pt underwent the successful balloon assisted coil embolization of a ruptured basilar artery aneurysm. One day post procedure, the pt had visual disturbances and was diagnosed with a right posterior cerebral artery ischemic stroke. The stroke resolved the same day, but the pt had a reduced visual field. The pt remained in the hospital for twenty five days post procedure before being discharged to a rehabilitation facility.

Event description:
The patient underwent the successful balloon assisted coil embolization of a ruptured basilar artery aneurysm. One day post procedure the patient had visual disturbances and was diagnosed with a right posterior cerebral artery ischemic stroke. The stroke resolved the same day but the patient had a reduced visual field. The patient remained in the hospital for twenty five days post procedure before being discharged to a rehabilitation facility.

Manufacturer narrative:
Conclusion: anticipated procedural complication.a device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.